Event description:
Customer called regarding the meter's memory allegedly not showing any reading previously taken. They did not report any symptoms. Their medication was increased, however, it was not indicated what this change was based on. There was no evidence of an adverse event, based on the info provided. The customer contacted medical professional for advice. The customer service rep tried troubleshooting and the memory did not show anything. The meter was replaced due to an unresolved issue.